Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 111 mg/dl. Reportedly, an infusion set change was performed resolving the issue. Although requested by tandem technical support, the customer declined to perform troubleshooting.